Event description:
The customer reported, while using a hand held intermec barcode wand, read a sample barcode as "))#($$($^*"; original sample barcode is not known. Customer also reported that sample barcode "038209381" has last digit truncated. No death or serious injury was associated with this event.